Event description:
It was reported the patient had received programming adjustments every month and that by the end of the month the patient¿s dystonia would get worse. It was noted the patient was originally diagnosed with dystonia and then was additionally diagnosed with parkinson¿s disease. The patient reported her implantable neurostimulator (ins) was placed for the treatment of her dystonia. It was reported the patient experienced level 9 pain and had really bad dystonia in her legs, back, and neck. It was further reported the patient would wake up with muscle spasms, tightness, and pain and that it would get worse as the days went on. It was added that the patient¿s level 9 pain would start around noon. It was stated this had occurred since (B)(6) 2013 and the patient was last adjusted on (B)(6) 2013. The patient reported she also had torticollis and scoliosis. It was stated the patient¿s physician could not give her dystonia relief. It was further stated that sometimes the adjustments made the patient¿s condition worse. It was reported the patient¿s physician told her she should be stable enough at the time of report and should be able to go three months without an adjustment. It was noted the patient was scheduled for a (B)(6) 2014 appointment. Additional information reported the patient accidently turned her therapy off and could not figure out how to turn the ins back on. It was stated the patient noticed a return of dystonia symptoms on the day of report and that when she tried to confirm her ins was on with her patient programmer, the patient accidently turned the ins off. It was further stated that once the ins was turned off, the patient experienced a severe return of symptoms. It was reported the patient was in pain from her dystonia symptoms. It was stated the patient experienced a loss of therapeutic effect. It was reported that when the patient was reprogrammed, the benefits would last about a month and then her symptoms would begin to return. It was noted the patient¿s symptoms would get worse each month. The patient was unable to determine what percentage the ins helped when it was on. It was noted the patient wanted appointments scheduled one month after each programming session, but their healthcare provider (hcp) would schedule the patient out three to four months after each session. Additional information stated the patient¿s dystonia would get worse six weeks after programming adjustment sessions. It was further stated that some of the adjustments the patient received did not help and would make her symptoms worse. It was noted the patient had an appointment with her hcp on the day of follow-up and was scheduled to meet the hcp again in (B)(6) 2014. The patient was redirected to her hcp. A supplemental report will be filed if additional information is received.

Event description:
It was reported the patient needed a magnetic resonance image (MRI) and the device was related to the MRI. It was noted the patient had some sort of neurological problems.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3 7085-40, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot# va00ucg, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot# v875175, implanted: (B)(6) 2012, product type lead. (B)(4).